Manufacturer narrative:
(B)(6). A field service engineer (fse) was dispatched to the customer's site and evaluated the instrument. The fse discovered a defective waste pump and proceeded to replace the waste pump to resolve the reported issues. (B)(4).

Event description:
The customer reported obtaining white blood cell (wbc) voteouts (no results generated) and vacuum errors from the coulter ac*t diff 2 analyzer. Erroneous results were not generated and there was no report of change or affect to patient treatment in connection with this event.